Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. All operating currents were within specification. No audio anomaly was noted and the insulin pump passed the self test and the displacement test. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported that the customer's insulin pump experienced a blank display. The customer's blood glucose was 195 mg/dl. The customer's father explained that the insulin pump was letting out a constant tone. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the display did not return. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.